Event description:
It was reported in a medwatch report from patient filing that there was a revision surgery. Original implant (B)(6) 2009, revision date was (B)(6) 2010. Complaint from patient about the surgery to his right shoulder so he sought tests and opinions from other doctors. Patient claimed to have gone through another surgical procedure to have device removed because the device was broken inside the shoulder. Patient claimed in his medwatch complaint, permanent nerve damage, a hole on the backside of the shoulder and poor blood circulation. Surgery center will not release case details without the patient's permission.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. Device history record review revealed nothing relevant to this event. A possible cause of the event could not be determined as not enough information is available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. This is the first complaint of this type for this part/lot combination. Unknown device disposition.